Event description:
It has been reported to philips that the flexvision pc would not start up. There was no report of harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexviewing pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc did not start. During troubleshooting, the fse identified that the flexvision pc was defective. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.